Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, inappropriate atrial tachycardia (at)/atrial fibrillation (af) episodes due to noise oversensing on the atrial lead were observed. The noise was reproduced with isometric testing. No programming change was made. The patient was stable.